Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level; however, no specific value was provided. Reportedly, the customer administered a bolus prior to eating a meal, and was late to eat the meal after administering the bolus. Customer stated that their continuous glucose monitoring system stated that they were "low", but the customer did not test their bgs with a blood glucose meter prior to consuming glucose tablets. Reportedly, the customer stated that this event caused them to scratch their arm, but they did not report any other injuries. Recommendation was made to consult with their health care provider to discuss diabetes management.